Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date of receipt. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned microknife xl was analyzed, and a visual evaluation noted that the needle was broken and blackened, consistent with the findings when the device was observed under magnification. The broken section was not returned. A functional evaluation was performed by fully extending and retracting the handle, and the needle (wire) extended and retracted as intended. No other problems with the device were noted. The product analysis revealed that the needle (wire) was broken and blackened. The needle (wire) being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to the technique used, the patient anatomy, or the interaction with the scope or additional devices. Also, if the maximum of voltage was exceeded or if the device was not in constant motion when energized this could lead to a cutting wire break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific received a microknife xl with no associated information. Evaluation of the device revealed a broken needle (wire). Please see block for full investigation details. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date of receipt. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): medical device problem code a0401 captures the reportable investigation results of wire break. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the needle was broken and blackened, consistent with the findings when the device was observed under magnification. The broken section was not returned. A functional evaluation was performed by fully extending and retracting the handle, and the needle (wire) extended and retracted as intended. No other problems with the device were noted. The product analysis revealed that the needle (wire) was broken and blackened. The needle (wire) being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to the technique used, the patient anatomy, or the interaction with the scope or additional devices. Also, if the maximum of voltage was exceeded or if the device was not in constant motion when energized this could lead to a cutting wire break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): block b5, block d1 (brand name), block d4 (model number, catalog number, unique identifier number), block g4 (premarket / 510(k) number) have been updated based on the additional information received on april 27, 2022.

Event description:
Boston scientific received a rx needle knife xl with no associated information. Evaluation of the device revealed a broken needle (wire). Please see block h10 for full investigation details. No further information has been obtained despite good faith efforts.